Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications.(B)(4).the root cause of the endoleak and aneurysm enlargement could not be determined with the provided information.additional device implanted and involved in this event: pxc181400/05162346.

Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. Follow-up imaging on (B)(6) 2014, identified a suspected type ii endoleak with aneurysm growth (~1cm). On (B)(6) 2014, it was reported the patient is asymptomatic, therefore, an intervention to treat the endoleak has not been performed. The physician will continue to monitor the patient.